Event description:
It was reported that the insulin pump had a prime/fill anomaly and the customer requested to return the device for analysis. The blood glucose reading was not provided. The customer stated that the insulin pump delivered a large amount of insulin immediately after set change. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked display window corners, battery tube threads and reservoir tube lip. The device was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded/loose drive support disk. It was also noted that the insulin pump had a scratched lcd window, broken belt clip slot and missing end cap sticker.